Manufacturer narrative:
The complaint was hp heating, nothing was found, the unit was left to run for 20 minutes and nothing was found, rather I found out that the main board was out of calibration. Unit have been recalibrated and tested to meet factory's specs, no other faults found.

Event description:
While using a g124 scaler, the handpiece and inserts were heating up; no injury resulted.